Manufacturer narrative:
Date of event : (B)(6) 2018. Date of report : 15aug2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15aug2019. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test. The front bezel was returned for failure investigation and the reported issue was confirmed. The fi concluded that the root cause was traced back to contamination buildups found on the rotary adjustment assembly (nav ring) matrix of the new nav-ring production process that caused the nav ring to not function. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a nav-ring failure. There was no patient involvement.